Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dry mouth and headache. The patient was treated with IV (intravenous) fluids and insulin. The patient was released the 6 hours later. The pod was worn when seeking medical attention.